Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), it was reported that the sealant did not deploy. There was no patient injury. The doctor shuttled down the device and the sealant was stuck inside the black catheter. It was never released from the catheter and manual compression was held once the device was removed. No other information was provided. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. The device history record (DHR) reviews of lot f1819702 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use of the mynx vascular closure device, it was reported that the sealant did not deploy. There was no patient injury. The doctor shuttled down the device and the sealant was stuck inside the black catheter. It was never released from the catheter and manual compression was held once the device was removed. The device was discarded and will not be returned. No other information was provided.